Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml in the cheeks and with 1ml in the chin & prejowls with juvéderm voluma® xc, and with 3ml in the gonial angles & jawline of juvéderm volux¿ xc. The patient was concomitantly injected with 64 units of botox®. Approximately eight months later, the patient experienced a ¿delayed inflammatory reaction to volux¿.¿ the hcp ¿mentioned that they are treating according to asds guidelines.¿ symptoms are ongoing.